Event description:
It was reported that approximately one week post implant, the patient was noted to have a heart rate at approximately 30 beats per minute and was noted to be "symptomatic". The right ventricular lead was dislodged and had no capture at maximum output. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.